Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a vertical gas breakthrough occurred in the left eye during laser treatment. The flap was unable to be lifted so the surgeon stopped treatment. The patient will return at a later date for photorefractive keratectomy. Patient movement was noted as a possible contribution to the event.

Manufacturer narrative:
The logfile shows four successfully performed treatments without error or relevant warning. According to the treatment report the reported treatment could be linked to the third treatment on that day. During the reported treatment the user had trouble achieving good suction two values which is most possible caused by patient movement. But the user still finished the treatment without issue and no long suction time. The user was able to achieve good and stable suction values without problems and the treatment was performed successfully. The user used energy settings which are within the defined recommended arrangement of pulse energy. During the whole day the user performed the energy check in the required time range and the energy stays stable during the day and shows no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. Most possible root cause is patient movement. The manufacturer internal reference number is: (B)(4).